Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Upon review of this article excerpt it was learned that a (B)(6) year old female patient (patient 2) with marfan syndrome had a bio-bentall procedure with a 27mm edwards surgical valve of unspecified model and no. 34 dacron aortic graft. 2 years later, the patient underwent repair of the pectus excavatum. After an implant duration of 11 years the patient developed dyspnea on exertion, palpitations, and presyncope. Physical examination and transthoracic echocardiography (tte) was consistent with severe aortic stenosis and moderate aortic regurgitation. The aortic valve peak gradient was 88 mm hg, the mean gradient was 55 mm hg. A computed tomographic scan of the chest showed that the anterior wall of the ascending aorta was adherent to the sternum. The patient underwent a tavr procedure with a 26mm edwards transcatheter valve without complications. The patient was discharged home on pod #3.

Manufacturer narrative:
Reference CAPA-20-00141.